Event description:
A patient reported blood glucose results of 8 mg/dl, 38 mg/dl, 69 mg/dl and 126 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby, indicating a potential malfunction of the meter in terms of precision. A check strip test was performed; the result fell within specifications. Test strips were replced.